Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. X 50 cm nitinol guidewire and one 21 g safecan introducer needle were returned for evaluation. An initial visual observation showed use residue throughout the returned samples. The guidewire was observed to be stuck within the introducer needle with approximately 2 cm of the guidewire protruding from the distal end of the introducer needle. The core wire of the guidewire appeared to be intact during tactile evaluation. A microscopic observation revealed the coils of the guidewire appeared to be compressed and misaligned at multiple locations. The last coil at the distal tip of the guidewire was observed to be misplaced and bent. The weld tip was observed to be present and intact. No damage was observed on the needle bevel. It is unknown if the observed damage on the distal tip of the guidewire occurred prior to or during attempted use. While the exact cause of the damage observed on the guidewire is unknown, possible causes include damage during manufacturing, packaging, handling, or use. A lot history review (lhr) of redy2965 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire had a burr on it. It was stated that when the placer went to remove the needle while keeping the guidewire inserted the placer could not get the needle out of patients arm, had to remove everything at once.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2965 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire had a burr on it. It was stated that when the placer went to remove the needle while keeping the guidewire inserted the placer could not get the needle out of patients arm, had to remove everything at once.